Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that during a normal battery depletion change out procedure the physician experienced difficulty removing the right atrial (ra) and right ventricular (rv) leads from the header of the implantable cardioverter defibrillator (ICD). After troubleshooting it was determined that the physician did not loosen the two distal ra and rv set screws. The ra lead sustained insulation damage when the physician was attempting to remove it from the header prior to loosening all set screws. The ICD had been programmed to pace and sense in the ventricle previously, thus the ra lead was surgically abandoned and the ra port on the new device was plugged. The rv lead was able to be reused with the new device and remains in service. The ICD was explanted as planned. No adverse patient effects were reported.